Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was isolated to a faulty control panel. The arctic sun 5000 was evaluated upon receipt. Control panel replaced due to large "mark" on screen. Control panel was replaced. It was reported the tank overfilled without cleaning solution. No repairs were performed as the reported issue could not be reproduced during evaluation. Functional verification test. Device passed all applicable testing. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR is not required as the device has undergone previous servicing and therefore the reported issue is not manufacturing related. Corrections: d, f, h. Complete initial reporter facility name: (B)(6) hospital. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was black screen no display in an arctic sun device. Per sample evaluation results on 29jul2025, tank overfilled without cleaning solution. Heat mark on the screen forming during test.

Event description:
It was reported that there was black screen no display in an arctic sun device. Per sample evaluation results on 29jul2025, tank overfilled without cleaning solution. Heat mark on the screen forming during test.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Complete initial reporter facility name: (B)(6). All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.